Manufacturer narrative:
The report received from the affiliate indicated that the patient had an optease inferior vena cava (ivc) filter implanted after a venogram was performed. Three days after the procedure, the patient experienced lumbar pain. Nine days after the procedure, the patient presented with bilateral thigh edema and had difficulty walking. The patient was admitted to the hospital and was diagnosed both clinically and through angiotomography with thrombosis of the inferior vena cava (ivc) and the previously implanted optease ivc filter. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy for thromboembolic disease; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced; and chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Anticoagulation is the standard, recommended and effective treatment modality for vte and pe. However, in those patients who have a contraindication for anticoagulation, complications due to anticoagulation or thromboembolism while adequately anticoagulated, ivc filter placement remains a fundamental alternative for pe prophylaxis. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. A vena cava filter that has become occluded with clot or thrombus may impair lower extremity venous drainage which predisposes patients to recurrent dvt and symptoms such as postural hypotension, lower extremity pain, swelling or tenderness, at rest or with ambulation. The skin may feel warm, look red or look discolored. If not treated this can damage valves in the veins that control blood flow, causing ankle and skin disorders, such as dermatitis (inflammation of the skin) and ulcers (open sores) possibly resulting in permanent venous damage. Hospitalization or interventional treatment may be required to treat the occlusion. It is very likely that the symptoms of an occluded vena cava filter would be recognized long before there is permanent injury to the patient. A review of the literature regarding occlusion rates indicated that vena cava filters exhibit a total or near total vena cava filter occlusion rate of 0.2% to 2.0% while some degree of filter thrombosis occurred in 0.4% to 18.6% of the filters placed. Some degree of thrombosis inferior to the filter occurred in up to 12.5% of patients who received a vena cava filter. The overall complaint rate for cordis filters was assessed at the time of the literature review to be 0.0025%, significantly lower than the rates shown in the literature search. The conclusions offered by the studies indicates that prophylactic vcf can be placed safely with an acceptable rate of insertion related deep vein thrombosis and long term inferior vena cava patency and that asymptomatic thrombus in the filter is common and it rarely progresses to complete caval occlusion. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, patient and pharmacological factors are likely contributing factors to the thrombus found in the filter. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product has not been returned for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient had an optease inferior vena cava (ivc) filter implanted after a venogram was performed. Three days after the procedure, the patient experienced lumbar pain. Nine days after the procedure, the patient presented with bilateral thigh edema and had difficulty walking. The patient was admitted to the hospital and was diagnosed both clinically and through angiotomography with thrombosis of the inferior vena cava (ivc) and the previously implanted optease ivc filter. Additional information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that the patient had an optease inferior vena cava (ivc) filter implanted after a venogram was performed. Three days after the procedure, the patient experienced lumbar pain. Nine days after the procedure, the patient presented with bilateral thigh edema and had difficulty walking. The patient was admitted to the hospital and was diagnosed both clinically and through angiotomography with thrombosis of the inferior vena cava (ivc) and the previously implanted optease ivc filter. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. It is recognized that thrombi usually develop first in the calf veins, "growing" in the direction of flow of the vein. Dvts are distinguished as being above or below the popliteal vein. Very extensive dvts can extend into the iliac veins or the inferior vena cava. Based on the minimal information received, there is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt.